Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a malfunction of the pump. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these inflatable penile prosthesis (ipp) cylinders, pump and reservoir underwent a thorough analysis. The components were visually and microscopically examined, and leak/functionally tested. No anomalies were found with the cylinders nor the reservoir. The pump did not pass the activation tests. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of mechanical issues.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a malfunction of the pump. No further information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a malfunction of the pump. No further information was provided.